Manufacturer narrative:
The distal setup joint (suj) was installed onto a golden system where the 319 error was not triggered at start up in normal mode. The suj was then installed onto a patient fixture test platform (pftp) and failed tornado friction test. The root cause is attributed to the harmonic drive and motor module. The universal surgical manipulator (usm) was tested on an in-house system with no related errors. The usm was tested on a pftp with no related error. During error log review, the error 319 started on the suj.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) and distal setup joint (suj). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a recoverable fault 319 occurred on the system pointing to the universal surgical manipulator 4 (usm). The technical service engineer (tse) confirmed the reported error in the logs, then advised the customer to emergency power off the patient side cart. The system powered back on, but the error returned. The customer disabled the usm 4 and continued with the remaining three usm. The procedure was completed with no reported injury. Intuitive surgical followed up with the initial reporter and obtained the following additional information: the reported error appeared when the system was powered up. The issue resulted in the customer converting to laparoscopic due to the procedure needing all four arms. The customer confirmed that there was no issue with the conversion and no additional ports were made nor any incisions increased.